Event description:
It was reported that the patient had epistaxis on (B)(6) 2022 and was treated with gauze packing and nasal spray (afrin) as needed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the patient¿s bleeding and sacral ulcer could not be conclusively established through this evaluation, and specific cause could not be conclusively determined. The patient remains ongoing with heartmate 3 left ventricular assist system, serial number: (B)(6), and no product is available for investigation. The relevant sections of the device history record for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (hm 3 lvas) instructions for use (IFU) is currently available. Section 1, ("introduction") lists potential adverse events that may be associated with the use of the hm3 lvas, including bleeding. Section 6, (¿patient care and management¿), provides information regarding anticoagulation, including the recommended international normalized ratio (inr) values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
On (B)(6) 2022, the patient had a sacral ulcer that was treated with triad paste.